Event description:
It was reported that a pump declared alarm 20 during pumping. There was no reported impact to the customer's blood glucose level. A representative assisted the customer in loading a new cartridge using the correct technique, and the customer successfully resumed insulin therapy. No previous issues with cartridge alarms were noted for this pump.